Manufacturer narrative:
Additional manufacturing narrative: c1. Name (#1) - (B)(6); manufacturer/compounder: w. L. Gore & associates, inc. Lot #21405114. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Manufacturer narrative:
Code1 213 - the images received cannot be used to perform a full imaging evaluation because they do not meet the dicom standard. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the images provided for review. Gore cannot make conclusions or guarantee the images provided are complete, accurate or lack alteration. Therefore, gore cannot guarantee all key findings have been captured or that the findings are accurate. Images received via (email) with no patient identifier or date of acquisition in image. Image 1: there appears to be a stent graft deployed in the aortic arch and dta. There appears to be a catheter with an un-deployed stent graft within the lsa. Image 2: there appears to be a deployed stent graft with in the right common and/or external iliac arteries. Image 3: there appears to be a stent graft deployed in the aortic arch and dta. Image 4: there appears to be a deployed stent graft with in the right common and/or external iliac arteries. Vessel appears to be patent. Image 5: deployment line. The following was observed by engineer: the delivery catheter, deployment knob and deployment line were returned. There was approximately 54 cm of deployment line coming out of the transition. This included four single fibers measuring 23cm, 20 cm, 17 cm, and 10 cm. A knot was observed about 24 cm from the transition. The remainder of the device was unremarkable. It was communicated that there was resistance advancing through the sheath; thus a DHR evaluation was performed with regard to device profile. No anomalies were found following the engineering evaluation that could potentially be related to the reported event. The process fmea indicates that final device profile may have a potential impact on the alleged failure to advance catheter. However, there was no evidence to support that the device was out of specification for the profile. The following information was evaluated in the evaluation of this complaint: DHR lot review for final device profile using the master process sheets for rejects relating to the aforementioned reported event. Calibration records for profile gauge were evaluated and found to be acceptable. No anomalies were identified that could be attributed to the failure seen. Seven images were returned. The clinical imaging did not assist in the evaluation of the device function and the other images of the device itself don't appear to show any differences from the condition that the device was received. Based on the examination performed, no manufacturing anomalies were identified to which the event could be definitively attributed.

Manufacturer narrative:
A review of the manufacturing records indicated the device met pre-release specifications. The imaging was undergoing investigation. The device was waiting to be returned.

Event description:
The following was reported to gore: on (B)(6) 2020, a patient was implanted with a 9mm x 5cm gore® viabahn® endoprosthesis with heparin bioactive surface to treat a thoracic aorta ulceration as chimney of left subclavian artery. The viabahn® device was advanced via 9fr cook sheath to the target lesion. When the physician initiated the deployment line, resistance was reportedly felt. The viabahn® device got stuck and could not be deployed, and the physician found the deployment line bowstringing after many attempts. Therefore, the physician withdrew the 2/3 viabahn® device into sheath and the distal 1/3 device couldn't be withdrawn into sheath. When the viabahn® device and sheath were retracted to the common iliac artery, they couldn't be pulled out for the resistance. Without pulling out the deployment line, the device deployed and expanded in the right common iliac artery, resulting in the obstruction of the internal iliac artery. The physician decided to sew the access site and no treatment to left subclavian artery and obstruction. Inspecting the catheter and deployment line, the deployment line was at the transition and wasn't pulled out. The tip deployment line was broken into 4 thin lines, and there was a knot in the middle.